Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed accuracy. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the top, rear label was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation however, after running three accuracy tests, the pump was found to be over delivering an average of 4.3 percent to the manufacturing specifications. Root cause of the reported issue is unknown, but inaccurate delivery was noted. Recommended the expulsor to be trimmed. The product is beyond 9 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400.